Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station had delay pocket and drawer failures, with repeated issues involving both drawers and cubies over the last several months. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer checked all cabling, reseated the row board cables and retractor bands, and tightened the drawer latches. The system functioned as intended after the field service engineer repaired the device.